Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (unable to run detect and treat) has been confirmed. Upon investigation the belt was unable to complete incoming testing. The cause for the failure was isolated to high voltage travelled to low voltage circuitry, damaging the belt. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.